Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. After the 5.5 was explanted, the patient showed signs of a cerebrovascular accident. The patient was transferred to a different facility for clot extraction.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Stroke: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history lot: device lot: 1964695. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.